Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Date of event: month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a laparoscopic gastric bypass when the device was opened to get ready for the procedure it was discovered that they selected the wrong device. The marking on the package made it difficult to determine which device was inside the package. The procedure was completed with an alternate like device with no patient consequences reported. The device will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58903. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no tyvek or blister were received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.